Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the prograsp forceps wire broke during use inside the patient. An x-ray was performed; no foreign objects were shown. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.